Event description:
On (B)(6) 2008, I underwent a right total hip arthroplasty procedure. I received a depuy 56 mm pinnacle w/gription cup, metal on metal liner 40 mm x 56 mm, an articul/eze m-spec femoral head, 40 mm +1.5 offset, and a summit tapered hip stem, high offset, size 8. Soon after surgery, I began experiencing severe pain and discomfort. I have had swelling as well as infection in my hip. On (B)(6) 2009, I returned to the hospital with a right hip infection. The area was treated and irrigated. On (B)(6) 2009, my doctor noted that the right hip wound was still infected, so he performed irrigation and deep debridement, arthrotomy of my right hip. On (B)(6) 2009, I underwent irrigation and debridement and the removal of the pinnacle device and a hemiarthroplasty with antibiotic cement implantation. On (B)(6) 2009, I underwent irrigation and debridement down to the joint. On (B)(6) 2009, I again went to the hospital with an infected right hip which again required irrigation and debridement. A wound vac was inserted into the area of the infection. On (B)(6) 2009, I returned to the hospital with another infection of the right hip. The wound was again irrigated and treated with antibiotics. Eventually, on (B)(6) 2009, I had a revision surgery to remove the defective temporary device and replace it with another hip implant, which again was another pinnacle device. Since the implantation of the pinnacle devices, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. I have difficulty walking and forced to walk with a limp. Diagnosis or reason for use: degenerative, post traumatic arthritis right hip, failed right total hip arthroplasty.